Event description:
It was reported to medtronic minimed that the customer experienced pump keypad buttons were not responding. Customer removed the battery and inserted new one and received the open book image alert. Customer also reported received the lost sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn and mmt-7040a. Troubleshooting was partially performed. Instructed customer that pump will be replaced and instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the pump. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to test for keypad unresponsive, no communication-between pump & xmtr and lost sensor alert due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and corroded pcba 1, corroded pcba 2 and moisture damage on the motor. No damage noted on the force sensor. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, broken belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Removed the keypad overlay to perform a visual inspection. Found corrosion on the keypad traces. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error confirmed (open book image) alarm confirmed due to corroded electronic assembly. Activation-keypad/button unresponsive unknown. No communication-between pump & xmtr (lost sensor alarm) unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.